Manufacturer narrative:
(B)(4). Additional manifestations of the peritonitis were fever and abdominal pain. On the same day as onset, the patient began treatment for the peritonitis with imipenem (250 mg, every 12 hours, route not reported) and vancomycin (340 mg every four days, route not reported). One day after peritonitis onset, the patient was hospitalized for the event. On an unreported date, the peritonitis was resolved and the patient was recovered with sequelae (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by diarrhea. The patient was hospitalized for the event on an unreported date. The cause of the peritonitis was unknown. Treatment for the event was not reported. At the time of this report, the patient's recovery status was not reported and hospitalization was ongoing. Physioneal therapy was discontinued and the patient was started on hemodialysis. No additional information is available.